Event description:
Caller states the patient tested 6.8 inr on the coaguchek xs system and 12.47 inr on a comparison lab. Coumadin was held until lab result returned. Once lab result returned the coumadin was still held. No adverse event reported. Requested return of suspect system and replacement was sent.